Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff would not stay inflated in patient due to cuff leak. Reintubation was required.